Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after a ventricular drainage surgery, in the course of observing the patient's condition, the physician found that there was gas in the patient's lateral ventricle due to the drain pipe leaking on (B)(6) 2017. According to the report, the device was explanted and replaced with another device. Reportedly, the patient's status at the time of the report alive-no injury.

Manufacturer narrative:
Additional information received reported the leak occurred at the patient line stopcock. If information is provided in the future, a supplemental report will be issued.